Event description:
A pt with permanent pacemaker being monitored on cardiac stepdown units. Since admission in 2005, cardiac tracings indicate appropriate capture of pacemaker when rate indicates. The 5th day at approximately 6:30 pm, pt found unresponsive by family. Pt was coded for 19 minutes and pronounced dead. No audible alarms noted at central monitoring station. Strips pulled from event log note pacer spike with no complex followed by cardiac standstill. This was interpreted my monitor as "pause". Pause is not defined as an alarmable event.